Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle directfix anterior mesh. Later the patient experienced secondary prolapse, cystocele, rectocele, enterocele, extrusion of posterior mesh, and pelvic pain. An excision of visible posterior mesh, exploratory laparotomy, and implant of novasilk mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This follow up report is being made to correct information . Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle directfix anterior mesh. Later the patient experienced secondary prolapse, cystocele, rectocele, enterocele, extrusion of posterior mesh, and pelvic pain. An excision of visible posterior mesh, exploratory laparotomy, and implant of novasilk mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.